Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not fully connected into port. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 191 mg/dl. Nothing further reported.